Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 500:320 during patient use, interrupting delivery. No patient injury or medical intervention was reported. The master software version of this device was 5.80.92, which is classified as remediated. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: a service history review determined that this device has not previously been serviced by baxter. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the device was repaired on-site by a baxter service repair technician. A visual examination and functional test were performed. The root cause of the reported condition was determined to be a damaged main keypad. The keypad was replaced to repair this condition. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow up report will be submitted if additional information becomes available.